Event description:
It was reported that the asymptomatic patient presented in clinic after undergoing an MRI scan. Upon interrogation, the implantable cardioverter defibrillator was found to be in backup vvi operation. A device software download was performed successfully.